Event description:
The customer reported to olympus during reprocessing of the evis exera ii ultrasound gastrovideoscope, the scope elevator was not working. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, forceps elevator did not move up, and forceps elevator had foreign material. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a foreign material on the forceps elevator most likely due to the nozzle being clogged from insufficient cleaning and/or handling problems. The specific root cause of the clogged nozzle could not be determined at this time. Additionally, the acoustic lends has a scratch, due to clogging of nozzle, water removal ability does not meet the standard value, the adhesive on the a-rubber was detached, the connecting tube had discoloration, the universal cord had discoloration, the right/left knob was dirty, the forceps channel had a dent, the water tightness was lost, and the balloon suction volume did not meet the standard value; however, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.